Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse disconnected the ups from the damaged connector of an ac power system and connected it directly to the power supply. The cse determined that one wire in the female connector for the ups was not connected and the associated components of the connection were burned. The cse checked the power lines and installed a new ac power assembly. The cse restarted the dimension vista 1500 instrument and ran a quick check, which passed. The cause of the smoke being emitted from the instrument was due to the damaged connector of an ac power system. The instrument is performing within manufacturing specifications. No further evaluation if device is required.

Event description:
Smoke was emitted from the back of a dimension vista 1500 instrument. The power of the laboratory was switched off automatically. However, the instrument continued to work with the uninterruptible power supply (ups) until there was no more energy in the batteries. The plug was removed from the wall. There was delay in reporting of patient results. There are no reports of damage to property, medical intervention, or adverse health consequence.